Event description:
The customer reported that the ventilator alarmed and went vent inop. The customer reported the unit was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted a vent inop occurrence due to a pressure sensor failure. The fse replaced the sensor pcb board and analog pcb board to address the finding and reported problem. Performance verification testing was completed and passed.